Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Note: this is a re-send of the initial report which has already been submitted as a supplemental with a correction, due to the failure of the initial report which was cause by na being populated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s stimulator is broken; it broke in a fall that occurred in (B)(6) 2018. The patient stated that they are ¿in bad shape and using a catheter since it broke.¿ it was noted that they revision surgery is scheduled for monday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s stimulator is broken; it broke in a fall that occurred in (B)(6) 2018. The patient stated that they are ¿in bad shape and using a catheter since it broke.¿ it was noted that they revision surgery is scheduled for monday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a new ins because the old one was broken. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.